Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer experienced problems with his esc button on his insulin pump. He also experienced a battery out limit alarm. The customer reported his blood glucose level to be 137 mg/dl. The customer was advised to monitor his insulin pump. He is not returning the product. Nothing further to report.